Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2023 and all cgm alerts were not changed from factory defaults (all on). Body weight was initially set on (B)(6) 2023 with a new entry logged on (B)(6) 2023 with an increase of 40. Data for the described event date of 2024-03-24 was reviewed. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose readings below are measured in mg/dl. Review of the ilet report shows a period of hyperglycemia prior to the event which is followed by a period of hypoglycemia. The cgm glucose rises above 180 mg/dl at 1:44pm and remains above 180 mg/dl for approximately 3 hours before trending downward. During that time, the ilet is unable to dose insulin for 90 minutes due to the insulin cartridge being empty. The cartridge is replaced at 4:04pm and the ilet resumes insulin delivery. Shortly after, the cgm glucose begins to trend downward. Insulin delivery is suspended when the cgm glucose is 212 mg/dl and dropping at a rate of more than 2mg/dl per minute. The cgm glucose reaches 53 mg/dl by 5:04pm. The period of hypoglycemia lasts a total of 30 minutes. Total time less than 54 mg/dl is 25 minutes with a cgm glucose nadir of 40 mg/dl. The cgm glucose loses connection for approximately 25 minutes, when the cgm is back online it is 153 mg/dl and rising. No evidence of device malfunction were found in the engineering logs. The ilet was appropriately triggering all low glucose alerts and was not found to be making requests for insulin delivery throughout each of the low events. The ilet did not resume basal request until cgm glucose was at least 100mg/dl. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, device logs and ilet report it was determined that the ilet operated as intended. The likely assignable cause of the event was due to the correction insulin dosed in response to the hyperglycemic excursion and prolonged period in which the ilet was unable to dose insulin due to the empty insulin cartridge. Physical activity related to the work the user was doing around the house may have increased the user's insulin sensitivity at that time.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user was hospitalized due to a low blood glucose (bg) event. The event occurred on 3/24/24. The wife reported the user's bg had been high sunday and she realized they had run out of insulin. At this time, the wife replaced the insulin cartridge and left to run errands. The user was home doing work around the house. When the wife arrived home later in the day, the user went to the fridge and made a comment, "I need to eat." As the user was opening the fridge they started having convulsions. The family called 911. The user reported they are unsure what happened leading up to the low bg event. At the time the event occurred the user's bg was 48 mg/dl. When ems arrived, their bg was 37mg/dl. The user reported being treated with glucagon. The user was admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. The user is currently back on the ilet and reported to be doing well.